Event description:
A healthcare facility reported via our distributor that an rt210 adult dual-heated breathing circuit "did not heat right out of package." This event occurred prior to patient use. No patient consequence was reported.

Manufacturer narrative:
The rt210 breathing circuit is currently en route to fisher & paykel healthcare for investigation. It is very likely that the device failure in respect of this event is due to an open circuit heater wire. Electrical open circuits in heater wires are often associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heater wire became an open circuit post production, possibly as a result of a weak crimp connection. Fisher & paykel healthcare has implemented further design improvements to the existing crimping machines. A lot check indicates no other complaints of this nature for this particular lot number. Our monitoring and trending of events involving open circuit heater wires in adult breathing circuits has a rate of occurrence worldwide of 31 ppm in the last year to 2008. We will provide a follow-up report once the device is returned and investigation results are available confirming the fault with the device.